Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) , was used for diamondback treatment which was performed on left anterior descending pci case. Cardiogenic shock occurred during treatment and iabp was used. Iabp usage start time 11: 00 am then moved to ICU. Around 2:18 am on march 23, iabp cardiosave . The unit made a beeping alarm, so the nurse checked cardiosave, the screen was completely black. The power light was on. She rebooted and continued using it. The patient's condition was stabilized, iabp was withdrawn .when the nurse checked the error log, #112/#118 caused by shutdown was generated. There was no health damage to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: h6 (investigation findings, investigation conclusions).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced xdisplay monitor to video gen board, exec processor, backplane, backplane to coiled cord, coiled cord and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (event site postal code - 507-8522), g3, g6, h2, h10, h11. Corrected fields: g2, h6 (component codes, remove code 3331 from type of investigation). A getinge field service engineer (fse) evaluated the unit and states that there was error code 111 and 118 due to shutdown. But fse says since failure has not been reproduced, they do not know why this symptom occurred.therefore, fse think the specific analysis should be done by the manufacturer. So,fse replaced the kit, display monitor to video gen board, executive processor board, backplane board, cable backplane to coiled cord and cable coiled cord as a preventive measure and sent the replacement parts. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The failure analysis and testing department received the following parts associated with this complaint: kit, display monitor to video gen. Board, video gen. Board (part of kit), display monitor board (part of kit), cable assy. (Part of kit), exec. Processor board, backplane board, cable backplane to coiled cord, cable, coiled cord . These parts were received with a reported unit failure message of beeping alarm occurred and screen completely black. Performed visual inspection of these parts received and parts looks to be in good condition. The fat dept. Found exec. Processor board was expired due to 8 years of replacement chip. Due to expired the fat dept. Did not install this board with cardiosave test fixture and investigate. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. Installed parts into the cardiosave test fixture sn ca204340l1 and tested together and separately to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure message of beeping alarm and screen completely black. All parts passed testing. Retaining all parts in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. Due to old parts, expired part, and revision the following parts are not going to supplier for further investigation. Video gen. Board (part of kit), display monitor board (part of kit), exec. Processor board, backplane board.

Event description:
N/a.